Manufacturer narrative:
Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If explanted, give date: na (not applicable). There is no indication at the time of this report that the lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Reportedly, during advancement of a pcb00 lens, it was noted that the lead haptic was not folded and lens was upside down in the cartridge. Doctor had to flip the lens inside the eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. A review of trending was conducted. Based on the trend identified for lead haptic not folded, a product deficiency has been identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.